Manufacturer narrative:
Device manufacture date: date is unk, as no lot number was provided and product has not been returned. Without lot number, manufacture and exp date cannot be determined. No eval will be performed.

Event description:
3m received info (medwatch (B)(4)) from a customer that an infant experienced a skin tear in two areas of the back. Reportedly, while removing the ioban surgical drape from the pt's skin following a tethered cord procedure, the pt suffered skin tears measuring 2 x 1 cm and 1 x 1 cm. It was also noted that the pt was prepped with duraprep and the injuries were treated with bacitracin and xeroform. No other adverse pt effects were reported. If additional info is received, a f/u report will be submitted.